Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the ventilator stopped working and the lcd touchscreen went black during patient use. The patient was reportedly on the ventilator overnight when the lcd touchscreen suddenly went black and the device began alarming. They then observed the device attempt to boot-up and alarm, but the lcd touchscreen did not come on. The patient was placed on a backup ventilator and there were no reports of adverse effects as a result of the reported issue. Ventec has attempted to contact the reporter in order to obtain additional information; however, no response has been received.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of a black lcd touchscreen was confirmed. Ventec observed that the display backlight was not functioning, resulting in the dark display. Ventec did not observe any power related discrepancies during testing. Ventec replaced the control board to resolve the reported issue of a black lcd touchscreen. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported black lcd touchscreen issue were two diodes, designators d402x and d404x of the control board. The cause of the alleged power issue (customer alleged it "stopped working") could not be conclusively determined. However, it is possible that when the lcd touchscreen went black the user believed the device was no longer on, or functioning, which prompted their statement that it "stopped working".